Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead was not implanted because the helix exhibited insufficient retraction. The lead was replaced. No patient complications have been reported as a result of this event.